Manufacturer narrative:
The lead was surgically abandoned and replaced with a new lead. The lead is not expected to be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise with patient isometrics. The noise was oversensed resulting in atrial pacing inhibition. Subsequently, during a routine in-clinic follow up, the lead was observed to have dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.